Event description:
The customer order was shipped. The address was confirmed with contact at the hosp. Contact at the hosp called to inquire about the delivery status and advised this shipment could not be deliverd without a room number. The contact at the hosp informed the pt's surgical treatment would be delayed until the device arrived.

Manufacturer narrative:
Although no device malfunction was reported and no pt injury was reported, this reported incident was considered to be reportable to FDA since the pt's surgical treatment was delayed unitl the device arrived. Company confirmed this device was in their possession and undeliverable since a room number was not provided. Once the room number was provided, the device was delivered to the hosp.